Manufacturer narrative:
One device was received for evaluation. Visual inspection found a degraded downstream occlusion (dso) seal. Functional testing found that the device exceeded the motor revolutions. The motor odometer was programmed to zero, and the dso sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the pump had 'sonne service issue'. The event occurred during testing. The device evaluation found the downstream occlusion seal to be degraded.